Manufacturer narrative:
The device was not returned to olympus for evaluation. Based on the results of the investigation, it is likely the event was caused by user handling (storage methods, replacement methods) because the o-ring is a consumable part and the central pins (which are parts intended to be removed) were missing.

Event description:
An olympus representative called in stating the customer had several maj-1985 cylinder hoses missing the o-ring and central pin. There was no consequence or impact to patients.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. Correction to g3 of the initial medwatch. The aware date should be 16-jun-2020. Olympus will continue to monitor the field performance of this device.